Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the display on the pt's infusion device had segments that were not functioning, making it difficult to interpret what was being displayed. The pt stated that only half the display is functioning and that the numbers on that half are difficult to read. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.